Event description:
Additional information obtained indicated that the surgery occurred wherein the entire scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address this issue.